Manufacturer narrative:
Part details in section switched to better reflect clarified event narrative received subsequent to initial report. (B)(4).

Event description:
Malpositioned femoral component with healing femoral neck fracture. Cup remained implanted.

Event description:
It was reported that right hip revision surgery was performed due to pain.